Event description:
It was reported that a 250 ml intravia container had pieces of plastic inside the primary container. This event was discovered before use in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation: the actual sample was not returned, however, a companion sample was received and an evaluation was conducted. The companion sample was visually inspected and the reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.